Manufacturer narrative:
The device was returned to the manufacturer however, at this time, it has not been evaluated. When an assessment of the affected product is complete a supplemental report with our additional findings will be provided. (B)(4).

Event description:
Female quick connect component in custom cardiopulmonary tubing pack instead of a male quick connect.

Manufacturer narrative:
An investigation confirmed the reported event and it is found to be an assembling error. A lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
Female quick connect component in custom cardiopulmonary tubing pack instead of a male quick connect.